Event description:
Pt reported for the past 3 - 6 months, she has experienced too high of blood glucose level frequently. Pt stated, she takes correction with the infusion device and sometimes the device displays and e4 (occlusion) error. Pt reported, she thinks the e4 comes too late. Pt stated. Her blood glucose level has been 300 - 430 mg/dl. Pt reported, she took correction via the infusion device after changing the infusion set. Pt's normal blood glucose range is 100 - 150 mg/dl. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device, battery cover and the infusion adapter for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.